Manufacturer narrative:
A ge rep evaluated the system and removed excess files from the hard drive. System operates as intended. (B)(4).

Event description:
The customer reported the system is not saving images in order, and the foot switch is stuck. No pt injury was reported.